Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. A review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation or vigilance reporting. Customer stated after cleaning following our documents and change gloves per pi recommendation, they have not had any issues and customer believes the problem was with staff not following the correct cleaning procedure.

Event description:
The customer reported false positive results with the ID now covid-19 assay performed on (B)(6) 2020 during routine patient testing. The customer indicated she was a new employee and was unsure what the cleaning procedure is for the instrument. Although requested, additional information regarding the lot number, log files, sample type swab, repeat testing, and confirmation testing were not provided. Additionally, no additional patient information, including treatment and outcome, was provided. Positive results are indicative of the presence of sars-cov-2 rna; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. Due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.